Manufacturer narrative:
Date of event is unknown. Date of implant is unknown. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient the patient was initially implanted with the plate and eight (8) cortex screws on an unknown date to treat a fracture on one unknown finger on the right hand. Subsequently, during a karate practice, patient punched someone and fractured the same bone at the base of the implant. The surgeon decided to revise the patient to another plate. Patient underwent revision surgery on (B)(6) 2018. During the revision, surgeon removed one (1) 1.5 mm ti extended h-plate/ right and eight (8) 1.5 mm cortex screws. Patient was revised to an unknown construct including one (1) 1.5 mm ti extended h-plate/ right. The revision surgery was completed successfully without any untoward incidents. The patient was reported to be stable. This report is for one (1) 1.5 mm ti extended h-plate/right. This is report 1 of 2 for (B)(4).